Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock lead impedance measurements measuring 155 ohms however, over the last year measurements measured as high as 183 ohms. Additionally, right atrial (ra) pacing lead impedances also have been high out of range measuring 2,041 ohms. Both high values occurred on the same date. Data was analyzed and shock lead impedances show a gradual rise and technical services suspects calcification. There were no stored events with any noise. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock lead impedance measurements measuring 155 ohms however, over the last year measurements measured as high as 183 ohms. Additionally, right atrial (ra) pacing lead impedances also have been high out of range measuring 2,041 ohms. Both high values occurred on the same date. Data was analyzed and shock lead impedances show a gradual rise and technical services suspects calcification. There were no stored events with any noise. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock lead impedance measurements measuring 155 ohms however, over the last year measurements measured as high as 183 ohms. Additionally, right atrial (ra) pacing lead impedances also have been high out of range measuring 2,041 ohms. Both high values occurred on the same date. Data was analyzed and shock lead impedances show a gradual rise and technical services suspects calcification. There were no stored events with any noise. At this time, the system remains in service. No adverse patient effects were reported.